Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer's blood glucose level was 50 mg/dl at the time. The customer reported that the insulin pump received software error. The customer was assisted in troubleshooting and it was reported that he was able to clear the alarm as well as able to complete the insulin pump rewind. The customer also reported to receive hal software error which was cleared. The customer was treated for low blood glucose and it went up to 73 mg/dl. The insulin pump will not be returned for analysis.